Manufacturer narrative:
(B)(4). The information was reported through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon suture product prolene used in this procedure? Does the surgeon believe that the ethicon product (prolene suture) involved caused and/or contributed to the postoperative complications described in the article? Please confirm the specific number of patients who experienced the event of neoaortic valve insufficiency. (B)(4).

Event description:
It was reported in a journal article entitled : neoaortic valve and root complex evolution after ross operation in infants, children, and adolescents author : alessandro frigiola, md, alessandro varrica, md, angela satriano, md, alessandro giamberti, md, giuseppe pomè, md, raul abella, md, mario carminati, md, concetta carlucci, md, and marco ranucci, md, for the surgical and clinical outcome research (score) group. Web address: doi:10.1016/j.athoracsur.2010.06.077c.2016. Citation: ann thorac surg. 2010; 90: 1278 86. The purposes of the study are to analyze long-term follow-up after the ross operation with specific respect to dilation of the neoaortic complex and neoaortic insufficiency and to explore the factors influencing the neoaortic valve and root evolution. Between august 1994 and july 2008, a total of 95 patients aged 8 months to 17 years old (16 female and 79 male patients) underwent the ross procedure and were included in the study. The majority of the patients were affected by combination of aortic stenosis and regurgitation. During the procedure, a standard technique of complete root replacement with coronary transfer was used with interrupted prolene suture proximal anastomosis and running distal anastomosis. Twenty percent of the patients received a running prolene suture for the proximal anastomosis. Reported complications included neoaortic valve insufficiency (univariate p-value: 0.001; multivariate p-value: 0.005) which required neoaortic complex re-intervention (n-8) at 81 months, valve replacement with a mechanical valve (n-4), and bentall procedure (n-4); moderate to severe homograft valve insufficiency (n-2); moderate homograft stenosis (n-11). It was concluded that the ross operation remains a viable option for children and adolescents with severe aortic valve disease; neoaortic complex dilation occurs but is not directly responsible for neoaortic valve insufficiency, which is the main cause for re operation. Additional information has been requested.